Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on jan 22, 2025. With lot number 1263764. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening device assessed as fold flaw opening. Rupture: observed opening device assessed as surgical damage. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed during explant surgery. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture